Event description:
It was reported to vyaire medical that the avea ventilator has a leak coming from the safety valve. Furthermore, there was no patient involvement reported with this event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, vyaire medical advised that the entire gde (gas delivery engine) has to be replaced which the customer acknowledged. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet.